Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the right ventricular lead was capped and replaced on (B)(6) 2020 due to oversensing. The patient condition was unknown.

Event description:
New information revealed the oversensing on the lead was due to noise. The asymptomatic patient was stable following the procedure.